Event description:
It was reported that the patient's left ventricular (lv) lead caused phrenic nerve stimulation approximately three months post implant. The lv capture management was turned off. The lead remains in the patient. The patient is a participant of the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.